Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. The report includes corrected information and additional information not available/included in the initial report. D9 has been changed from yes, in the initial report, to no. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product has not been returned as of 26 november 2020. Review of manufacturing records of the product showed there were no nonconformities and no deviations from the specifications. (Serial no.: (B)(6); model: 15.00) in addition, research in our complaint database indicated there were not any similar complaints in the same production lot. (Production lot: pt19000685). From available information, it was not possible to determine the root cause of iol getting stuck in the nozzle in this case. From our investigation, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Iol got stuck in the nozzle before insertion. Patient impact: no impact. The event occurred in china. There was no impact to patient, however it was reported to local authority by the hospital.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Iol got stuck in the nozzle before insertion patient impact: no impact the event occurred in (B)(6). There was no impact to patient, however it was reported to local author by the hospital.